Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus was out of specification electrical. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.